Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial#: (B)(4), product type: external neurostimulator. Product ID: 977a260, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp via a manufacturer representative (rep) regarding a trial patient using a wireless external neurostimulator (wens). It was reported that on (B)(6) 2019, the rep was in a trial implant procedure. They were getting multiple contacts showing open circuits and low impedances. They thought it was due to the wens, so they replaced the wens but the issue persisted. Then, they decided to replace one lead. With the new lead, they identified an open circuit. The lead was examined and no damage to the lead was identified. Technical services reviewed different options for them to try. At the end of the troubleshooting call, one side had one contact that was "out" and the other side had two contacts that were "out". The hcp cleaned the ins end of the lead with a wet lap to see if dried blood was at the end of the lead that was causing the impedance issues. The leads were tested again with the replacement wens and no impedances were found. At the end of the trial, both wens were discarded by the customer. The initial lead was kept and will be returned to the manufacturer for analysis. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(4), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep provided the return paperwork. The components were received for analysis on 2019-apr-10. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis determined that lead 977a260 with serial number (B)(4) had a #1 conductor broken 1.9 cm from the distal end of the lead. H6: fdc 4315, fdm 10, and fdrs 452 and 3252 belong to the lead. (B)(4) belongs to the wens. H6: additional review determined that fdd (B)(4) was also applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.